Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and multiple sclerosis ('multiple sclerosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, multigravida, parity 2, recurrent abortion, d & c, cesarean section, vaginal delivery, polymenorrhoea, adenomyosis, dysfunctional uterine bleeding and ectopic pregnancy. Concomitant products included amitriptyline for depression, zolmitriptan (zomig) for migraine headache as well as ethinylestradiol;etonogestrel (nuvaring) from 2003 to 2015. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced nausea ("hormonal changes describe: nausea"), depression ("depression") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced uterine prolapse ("uterine prolapse"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant) and cognitive disorder ("cognitive"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/severe cramping"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery ((B)(6) 2015 - hysterectomy with bilateral salpingectomy and underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and vaginal haemorrhage had resolved and the menorrhagia, multiple sclerosis, nausea, hot flush, cystitis, urinary tract infection, depression, bladder disorder, urinary tract disorder, migraine, uterine prolapse, cognitive disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, cognitive disorder, cystitis, depression, dysmenorrhoea, fatigue, hot flush, menorrhagia, migraine, multiple sclerosis, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. She did not claim that essure worsened a previously existing injury/condition diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pathology test - on (B)(6) 2015: final pathologic diagnosis: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: adenomyosis. Proliferative endometrium. Unremarkable ectocervix and endocervix. Bilateral fallopian tubes with intraluminal metallic coils (gross diagnosis).. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: concomitant drugs added. Outcome of event abdominal pain lower, pelvic pain and vaginal hemorrhage updated as recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and multiple sclerosis ("multiple sclerosis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, multigravida, parity 2, recurrent abortion, d & c, cesarean section, vaginal delivery, polymenorrhoea, adenomyosis, dysfunctional uterine bleeding and ectopic pregnancy. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/severe cramping"), nausea ("hormonal changes describe: nausea"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), uterine prolapse ("uterine prolapse"), cognitive disorder ("cognitive"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2015 - hysterectomy with bilateral salpingectomy and underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, multiple sclerosis, abdominal pain lower, nausea, hot flush, vaginal haemorrhage, cystitis, urinary tract infection, depression, bladder disorder, urinary tract disorder, migraine, headache, uterine prolapse, cognitive disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, cognitive disorder, cystitis, depression, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, multiple sclerosis, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received- previously reported event "injury" replaced with events pain, lower abdominal pain, hormonal changes describe: nausea, hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, urinary tract infection, depression, multiple sclerosis, bladder problems, urinary problems or changes, migraines, headaches, uterine prolapse, cognitive, dysmenorrhea (cramping), vaginal discharge,fatigue, weight gain, hair loss, she did not undergo essure confirmation test", medical history added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.